Event description:
Complaint received in 03/2002 by email stating that patient used condoms with nonoxynol-9. Burning began as soon as the condom was put on and has persisted for five (5) days. Second email received six days later stating that patient had visited a urologist who believes this to be a chemical irritation urethritis from the condoms and self limiting.